Event description:
It is reported that the product has not been sticking as well for the last six (6) months and has had issues with irritation under the tape border when the cortisone inhaler was applied. It is further reported that the end-user was prescribed the cortisone inhaler by her general practitioner years ago for intermittent skin irritation, and is used prn when the skin gets irritated. In addition, report states that creams interferes with adhesion of the product so he (the general practitioner) ordered the inhaler.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user will replace current product with hydrocolloid moldable, and if no access will try using a solid durahesive skin barrier. It is further reported that product was in use for two (2) days before the issue occurred. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on june 30, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
The case has been evaluated and will continue to be tracked and trended in accordance with the post market monitoring review process. No additional investigation is needed; therefore the case will be closed. (B)(4).